Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) unable to remote into the station. So, tss contacted the customer and requested involvement from local information technology (it) to investigate a potential outage. The customer later confirmed that local it had reviewed the issue and re established the connection. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station download had stopped, and the device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.